Event description:
It was reported per medwatch report that they were using an arrow 7fr 20cm triple lumen catheter (tlc). The patient had right internal jugular tlc functioning well since placed on (B)(6) 2011. He was in bed with family in intensive care unit room visiting. The rn who was doing routine care noticed the white port of the tlc had broken off 3 - 4 cm distal to the port. It could not be determined how this happened. The patient's condition did not change and the tlc was exchanged over a spring wire guide (swg) for another without difficulty. A chest x-ray confirmed proper placement. Additional information received on (B)(6) 2011 from the risk manager stated when this was discovered by the nurse there was no blood loss or problems with the patient. The tubing appeared to be cut and there was a family member sleeping in the patient's room at the time of the nurses routine rounds. Both the physician and nurse were interviewed and stated the patient could not have done this himself. The catheter was exchanged without incident and the patient outcome was okay.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available. Additional information from the user facility report: (B)(6) 2011, central venous catheter fr. 20 cm, (B)(4).